Event description:
Customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample or diluent into well position c4 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 00-00251-01.